Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11h31138 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report of 3 recurring peritonitis events reported by a nurse. The nurse confirmed the first peritonitis and reported that the onset was (B)(6) 2011. The patient was hospitalized (B)(6) 2011 to (B)(6) 2011. A culture was performed; culture result revealed (B)(6). The patient was treated with vancomycin and cipro. The cause was undetermined. The nurse reported the second peritonitis with date onset (B)(6) 2011. The patient was hospitalized (B)(6) 2011 to (B)(6) 2011. A culture was performed and showed results for (B)(6). The patient was again treated with vancomycin and cipro. The cause was unknown. The nurse reported a third peritonitis date of onset (B)(6) 2012. The patient was hospitalized (B)(6) 2012 to (B)(6) 2012. A culture was performed; results revealed acinetobacter. The patient was treated with vancomycin and cipro. On (B)(6) 2012 the patients catheter was pulled and the patient started on hemodialysis. The cause for all 3 recurring peritonitis was unknown. The events were not related to hcs machine, dianeal or extraneal therapy. No further information is available.